Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the saphenous vein graft to the right coronary artery. The 3.5 x 12 mm nc trek dilatation catheter was removed from the package without difficulty. The sheath and stylet were difficult to remove and force was applied. The shaft of the device separated. The device was not used and there was no patient involvement. A second same size nc trek was then used in the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.